Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received recurring insulin flow blocked alarm. The customer¿s blood glucose level was 400 mg/dl. The customer also states that some of her cannulas where bent but it's not unusual because of how she removes it; didn't seem like the issue; and the last one was straight, but it's still not working. Customer states they have tried all remedies and do not want to troubleshoot advised the pump will need to be replaced. Advised to retrieve and save pump settings. Advised to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.